Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: a review of the black box showed power on reset events. The battery compartment was cracked at the threads to the left side of the grip pad from the case seal to the grip pad. Intermittent power was not duplicated during the investigation. The pump was run for 24 hours and no power losses occurred. Moisture was found in the battery compartment. A leak was found in the battery compartment. The pump was opened to find no moisture.